Manufacturer narrative:
Tech found that the latch block had a substance on it that caused the latch block to stick. Tech cleaned and lubricated the latch block to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
Tech alleged that the left head siderail would not latch.